Manufacturer narrative:
A visual examination of the returned device found that the balloon profile was relaxed and deflated and the protective sleeve was not returned. There were no visible defects to the working length of the catheter; however, it was noticed that the balloon was torn longitudinally. Based on the evaluation conducted and the details of the complaint, it is likely that the tear in the balloon may have resulted from anatomical or procedural factors encountered during the procedure, such as a calcified stricture; therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a c.r.e. Fixed wire balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure to treat an esophageal stricture on (B)(6), 2010. According to the complainant, the c.r.e. Balloon was positioned within the patient's esophagus and inflated to 10mm using the alliance ii handle and syringe. The balloon was then successfully inflated to 11mm and 12mm. When the balloon reached 12mm, it deflated. Nothing fell off the balloon; it was removed from the patient completely in tact. Several attempts to ascertain further procedure information have been unsuccessful to date. It cannot be determined if the complainant contends that the c.r.e. Balloon burst. A second of the same c.r.e. Balloon was used, along with the same alliance ii handle and syringe, to complete the procedure without complications. The patient was reported to be "fine" post procedure. Preliminary investigation observations of the returned device revealed that the balloon was torn longitudinally, which is consistent with a balloon that had burst; therefore, this event will remain reportable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a c.r.e. Fixed wire balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure to treat an esophageal stricture on (B)(6), 2010. According to the complainant, the c.r.e. Balloon was positioned within the patient's esophagus and inflated to 10mm using the alliance ii handle and syringe. The balloon was then successfully inflated to 11mm and 12mm. When the balloon reached 12mm, it deflated. Nothing fell off the balloon; it was removed from the patient completely in tact. Several attempts to ascertain further procedure information have been unsuccessful to date. It cannot be determined if the complainant contends that the c.r.e. Balloon burst. A second of the same c.r.e. Balloon was used, along with the same alliance ii handle and syringe, to complete the procedure without complications. The patient was reported to be "fine" post procedure. Preliminary investigation observations of the returned device revealed that the balloon was torn longitudinally, which is consistent with a balloon that had burst; therefore, this event will remain reportable.